Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ms-30 stem, standard, cemented, 8, taper 12/14 on (B)(6) 2003. Later the patient experienced peri-prosthetic fracture and on (B)(6) 2017 underwent revision surgery. Additional information has been requested and is not currently available.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: bone fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description (event details, per): patient was implanted with alloclassic shell - durasul alpha insert - cocr head - ms stem on (B)(6), 2003. Later patient experienced peri-prosthetic fracture and on (B)(6), 2017 and underwent a revision surgery where all the products were removed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information was requested but was not available. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - splitting of femur, improper initial setting of the implant, migration of stem short and long term due to wrong handling of the stem due to surgeon unfamiliar with implantation technique of the ms-30 stem => possible: no surgical report is received, therefore cannot be excluded. - injury of or staff or surgeon, injury of the patient due to wrong handling of device due to wrong information => possible: no information regarding wrong handling of the device is available, however, cannot be excluded. Conclusion summary: the reported failure is that patient experienced peri-prosthetic fracture and underwent revision surgery after approx. 14 years in-vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible reasons leading to reported failure include surgeon being unfamiliar with implantation technique and wrong handling of the device. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).